Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) levels was 338mg/dl. The customer resumed insulin deliveries and a correction bolus was delivered to address the bg level. The customer's bg level was 461mg/dl when they woke up, leading to an infusion set site change and a correction bolus being delivered to address the bg level. After the infusion set site change, the customer's bg levels remained elevated at 308mg/dl. An additional correction bolus was delivered to address the bg level and the customer declined troubleshooting the issue.